Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by a friend of the end user who reported that the wheel broke off causing the end user to fall. The end user required stitches. Attempts have been made to gather additional information but have been unsuccessful. An update will be filed if additional information becomes available.